Manufacturer narrative:
No explants were made available for analysis and no x-rays or additional details regarding the surgical technique or patient's condition or treatment plan have been communicated to seaspine. Review of labeling: possible adverse events: bending, disassembly or fracture of implant and components, loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
The patient underwent spinal surgery consisting of the seaspine daytona spinal system. The surgeon noted a single locking cap separation in conjunction with an axial rod slip during a postoperative follow up visit.